Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The devices were not returned for evaluation as they were retained by the patient; however, post-operative x-rays were provided. The most likely cause of screws placed too long is improper implant selection.

Event description:
It was reported that creo 4.75 screws were placed and were too long. A revision was performed to remove the screws and prevent future injury.